Event description:
The customer reported that the system failed to properly save and recall pt image data. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard disk drive was evaluated and replaced. The system software and calibrations were upgraded from revision 46 to revision 60. The system was tested and found to be working as intended and returned to service.